Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11394. It was reported the pt had an infection and his scs system was explanted at an unknown facility. Follow up identified the pt was well, and the infection had resolved. The pt's wife reported the pt was explanted 17 days after implant at a va facility. It was reported there were no devices returning.

Manufacturer narrative:
Eval codes - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.